Manufacturer narrative:
Initial and final MDR (B)(4)-device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that on testing of reference samples from lot 6005331, two out of ten samples the y-cap connector hub was leaking between the plastic part with the needle and the plastic part that was glued to the tube. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-33291. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6005331 have already been previously tested in the (B)(4) on 10/oct/2024 complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 1 on reference samples, 1 out of 10 samples was found with bent ypsomed connector needle. The other 9 samples were found within specifications. Functional test (flow test) 1 according to wi version 1 on reference samples, 1 out of 10 samples does not passed the flow test due to ypsomed connector needle is bent. The other 9 samples passed the flow test. Functional test (leak test) 1 according to wi version 1 on reference samples 1 sample does not passed the leak test due to ypsomed connector needle is bent. 2 samples leak through the plastic part of the ypsomed connector. The other 7 samples passed the leak test. Device history record (DHR) review: the lot 6005331 was manufactured according to the document version 68 on in the line l171 on 16/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in tw on 28/jan/2025 against malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6005331 and no other complaints have been registered in tw for the same lot 6005331 and malfunction code. Conclusion: as a result of the following: defect on reference samples was found, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.